Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging. The insr screen indicated it was plugged into desktop charger (dtc) recharging but the insr was not recharging. The insr battery icon was empty. The patient was also in pain due to the reported issue. The patient had turned off the implantable neurostimulator (ins) on (B)(6) 2016 to save what little bit of battery charge was left in the ins. The patient later turned on the ins on (B)(6) 2016, but there was only a small amount of charge left. The patient stated she needed the replacement equipment sent overnight. It was noted that she had no pain medication to help with the pain. The patient initially reported that the dtc connector pin seemed intact. Additional information received from the consumer reported that the patient received a replacement insr, there was a bent connector pin on the dtc / the metal piece fell out of the replacement insr port 4 days later (on (B)(6) 2016), and the patient was unable to charge the replacement insr. The patient had to go to urgent care because she was in so much pain. It was also reported that the patient had to go back on narcotics because of the pain. The patient received narcotics from urgent care because the ins was "out of juice," and the patient could not even walk without the device/therapy. The patient stated that this device was her lifeline: it works great and it needed to work. There was no alleged out of box failure. There was an allegation of a medical/therapy problem related to a small part: the patient was in pain as she was unable to charge insr and therefore unable to charge the ins. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.